Manufacturer narrative:
(B)(4). Through investigation, it was determined that this event was due to a use error. There was no allegation of device malfunction. In this case, a valve was implanted and it was discovered that the temperature indicator had a triggered "1" indicating that it had been exposed to cold temperatures. This exposure could affect the quality and performance of the tissue and lead to a serious injury. This device is not available for return and evaluation as it remained implanted. There was no indication or allegation of an edwards device malfunction contributing to the event. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm pericardial mitral valve was implanted and was noted that the temperature indicator of this valve was triggered with an error code of 1 indicating exposure to cold temperatures. As reported, the team was trying to save the patient from a brain death and a mitral valve replacement had to be done. This mitral valve with tagalert triggered ¿1¿ was the only one that was available. The scrub tech that prepared the valve noticed that it was triggered. The valve seemed fine and was not expired or frozen. The post implant gradient was 2mmhg. The (B)(6)-year-old female patient was discharged home in stable condition with a full recovery and no brain damage on postoperative day seven.